Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited invalid counters. It was also reported that the right ventricular (rv) lead exhibited undersensing. The ipg and rv lead remain in use. No patient complications have been reported as a result of this event.